Event description:
The consumer reported using the product for five hrs overnight on the left side of her back. When the patch was removed, the consumer described a burn and skin removal which resulted in discoloration and scarring. The consumer's neighbor, who is a nurse, treated the wound for two weeks.

Manufacturer narrative:
The consumer used the product off-label by wearing the patch while sleeping. Since this is a disposable single-use device, the patch is unavailable for eval and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, the MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.